Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. It was determined that vte (expiratory tidal volume) is low set to 500 ml but the display is only 380 ml. The technician found that the flow sensor was kinked. As a resolution, the flow sensor was reattached. All work performed in accordance with avea service manual revision g. Performed est (extended self test) and performance check unit passed. The ventilator is operational and meets the OEM (original equipment manufacturer) specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator vt (tidal volume) reading is low. The unit auto cycles,shows circuit occlusion and stops for a moment then resumes ventilating. The customer confirmed that there is no patient involvement associated with this reported event.